Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that consumer had difficulty to remove duoderm thin dressing from anterior foot wound. The end user described dressing as adherent and was like it grew into her skin. Dressing reported to be used on multiple sites including lower leg and anterior foot. She was using wound gel beneath duoderm dressing on both locations and also applied kerlex gauze wrap to leg. She denied swelling of foot and denies difficulty removing from alternate lower leg site. Consumer reported that initial dressing was prescribed and placed by local wound care center and advised to change every other day. No photo is available at this time.